Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: smoking from the charger cable. Ventilator was connected to patient whilst battery was running down due to transfer delays. Due to delays, staff connected vent to helicopter power outlet which is not their typical practice to plug into the aircraft to charge. Immediately started smoking, immediately disconnected from power - no disruption to therapy, no impact to patient.